Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were involved in a surgical revision for infection and erosion. Upon the patient's initial presentation to the hospital they were placed on antibiotics and tachycardia therapy was disabled while awaiting revision. It was also noted that the r-wave amplitude had decreased. Several weeks later the device and lead were explanted. The patient declined implant of a new system and was discharged with no follow-up planned. The ICD and rv lead were discarded at the facility and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.